Manufacturer narrative:
The device has been returned but the evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available. Customer provided information of their reprocessing method. During pre-cleaning, suction is performed for all channels and rinsing is performed for the air water channel, auxiliary channel, balloon channel, and erector channel. Detergent is not used. During manual cleaning detergent used is salvanios premium. Disinfection is not performed. Brushing is performed for the suction channel, suction cylinder, suction piston, instrument channel port, balloon channel, and distal/areas around the elevator. Model numbers of the brushes used are brush scope cleen albyn, medical b1220505a, and asept inmed (2017). Disinfecting is not performed for manual cleaning. Automatic endoscopy reprocessor (aer) device is soluscope s4, 22741. Detergent used with it is soluscope cln and disinfectant used is soluscope paa. The device is stored horizontally in a dsc 8000, 0114(034) storage cabinet. Maintenance of the device is by olympus.

Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected which was above the acceptable threshold. The test was performed prior to use. There was no contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where the light guide lens glue, the cover lens glue, and the bending section rubber glue were worn out, the key top 1 had a pin hole, the universal cord had buckles, there was less angulation and 1 defective pixel. However, these defects alone are not considered severe enough to cause a potential adverse event. The following was result of the culture test performed at the third-party labs, provided from olympus: sampling from: all channels. Cfu: 1cfu. Bacterial identification: gram positive bacteria. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the same germs were not detected. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.